Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through review of the event history log as "battery depleted" messages. The device was found in specification during testing. Testing the pump with a known good batter and ac power adaptor, the pump was able to charge the battery normally. The customer battery and ac power adaptor were not returned for evaluation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported issue. No cause was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of battery operation may not be available. There was no known patient injury or medical intervention associated with this event. No additional information is available.